Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had pocket infection. The incision was found to be full of pus. No additional adverse patient effects were reported. The ICD remains in service. Due to the limited information received, further follow-up to obtain related details was not possible. It was reported that the patient with this implantable cardioverter defibrillator (ICD) had a pocket infection. The incision was found to be full of pus. There were no additional adverse patient effects reported. The ICD remains in service. Due to the limited information received, further follow-up to obtain related details was not possible.